Manufacturer narrative:
(B)(4). The investigation has been completed. The ventilator was investigated by our field service engineer (fse). Pre-use check passed without deviations and no parts were replaced. The preventive maintenance was overdue, fse performed one, all functional and safety tests passed. The ventilator was returned for clinical use. An evaluation of the device logs shows that there have been alarms for high and low peep (positive end-expiratory pressure). This could be due to moisture in the tubing, but it has not been confirmed. If the peep fluctuates outside limits alarms will be generated.

Event description:
(B)(4).

Event description:
It was reported that the ventilator's peep (positive end-expiratory pressure)was fluctuating and not accurate during testing. There was no patient involvement. (B)(4).